Event description:
On transport to the cath lab it was noted that the IV line infusing heparin contained a mixture of heparin and blood. When the IV fluids and bolus drugs where connected to the y port low on the IV line it was noted that the floor below the IV pump was spattered with this mixture from the IV line. A small approximately 1 mm hole was noted in the IV line near the IV pump and was noted to be the source of the blood and IV fluid.what was the original intended procedure?angiogram.device #1is this a laboratory device or laboratory test?no.